Manufacturer narrative:
Additional information: further information revealed that culture results for 27 patients grew gram negative bacteria (serratia, klebsiella, enterobacter, pseudomonas), culture results for 3 patients grew staphylococcus aureus, culture result for 1 patient grew staphylococcus epidermis, and culture results for 4 patients remain unknown. Further information regarding the events has been declined to be provided.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty select cycler/fmc cassette product issue caused or contributed to the event. The patient¿s pd effluent grew enterococcus which is a known bacterium associated with peritonitis caused by touch contamination. Furthermore, patient reportedly performed the manual exchange in the restroom which is not a suitable area for dialysis and poses a significant risk factor for a breach in aseptic technique. Therefore, the patient¿s peritonitis may have been due to a breach in aseptic technique. The leading cause of peritonitis continues to be poor aseptic technique at the time of the pd exchange. Additionally, the patient was relatively new to using fresenius products for pd therapy. The nature and degree of patient training on fresenius products as well as patient proficiency with the new procedure is unknown. According to the international society of peritoneal dialysis (ispd) guidelines, patient training and education is a critical component in prevention of pd-related peritonitis as well as re-training especially following a change to another supplier or a different type of connection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. One case of alternate samples was retrieved from the distribution center with product number 050-87212 and lot number 19ar08126. During the evaluation a visual and functional test of the alternate samples were performed, and results were acceptable. The sample was tested in the cycler machine and worked as intended without any abnormalities. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation of the actual device could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis following transition to fresenius products. The nature and degree of patient training as well as patient understanding and adherence to procedure is unknown. The patient does perform a daytime manual exchange in the restroom at their work. A culture test was performed, and the results confirmed growth of enterococcus faecalis. The patient was treated with antibiotics (type, dose, route, frequency unknown). Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. A culture was obtained which confirmed the diagnosis of peritonitis, however the organism was unknown. The cause of peritonitis was unknown. The patient was treated with antibiotics (type, dose, route, duration unknown). Additional information has been requested, however to date not provided. Should additional information become available, the file will be reassessed and updated accordingly.